Manufacturer narrative:
The device received was manipulated and used. A plastic needle is damaged, bent and letting appear the guide tip. Based on the evaluation this complaint is not a manufacturing issue.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clear plastic sheath that covers the mesh break at the distal end? Or did the white plastic trocar that covers the metal helical passer break at the distal end?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2016 and the mesh was implanted. During inserting the sling, the protective sheath broke at the distal end. There was no loss of materials from the sheath. The procedure was completed by removing the sling with the broken sheath and a new device was opened. There were no adverse patient consequences reported. Additional information has been requested.